Manufacturer narrative:
One truepass needle was returned for evaluation. Visual examination of the needle confirmed the reported complaint. The needle tip has broken off at the suture slot. Broken tip was not returned. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an arcr operation the tip of the needle snapped. The broken tip fell into the joint was not retrieved. No patient injury or complications were reported.